Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. Inspection of the device revealed multiple shaft kinks. Functional testing failed due to an under-pressure alarm message. The microscope was used to verify a detached/separated hypotube. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on 31may2024. It was reported that fluid flow back occurred. The patient underwent aortogram with thrombectomy of the target lesion located in the superficial femoral artery. An angiojet device was used in the patient; however, during power pulse mode, blood was being sucked into the outflow bag instead of spraying the clot with lytic. It was confirmed that the console was in power pulse mode during the event. The physician was unable to use power pulse mode but was able to use the thrombectomy mode to get clot out of the body as aspiration was not lost. No patient complications were reported. However, returned device analysis revealed a detached/separated hypotube.